Event description:
Report received from abbott international (abbott-japan) which states "the patient was a premature baby. The extension set was used to keep an artery path and connected to a b&d made administration set for checking their circulation of blood. The device had been used the day before event date and was found with its tube separated from the t-adapter on the event date. It resulted in bleeding total amount of bleeding could not be accurately measured, but it is estimated around 16cc from weighing. The patient's blood pressure was down to around 30 while typical such a premature baby is around 40-50. To prevent the pt from complication and infections, the dr chose not to do a blood transfusion, but dose drug to higher the blood pressure. At that time, the baby is not in a serious condition, but got a skin ulcer as sequelae". Additional info received states "the patient was getting sorbitol 12ml per day intra-arterially and heparin, dose not stated, intra-arterially. The pt outcome is recovered. The device was connected 2 days before event date and disconnected on the event date." Additional information was requested, but no further info was available.